Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/2.5/179 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2021. On (B)(6)2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).